Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician adjusted the lead and buried the anchors and ipg deeper. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing increased tenderness at lower back surgical scars. The patient will undergo a revision procedure wherein ipg and leads will be repositioned.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing increased tenderness at lower back surgical scars. The patient will undergo a revision procedure where in ipg and leads will be repositioned.